Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atrial fibrillation episodes were noted on the electrograms . It looked like sinus rhythm variable v-v intervals. The patient was asymptomatic and did not experience any adverse consequences. No intervention was made, and the patient will be monitored with regular follow ups.